Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following report is based on data and information provided to olympus by the user and/or the reporting sales business center. The complained item or items were not available at the site for a technical investigation. The user complained about the occurrence of error number e433 (generator reboot) after switching on the device, which was associated with a subsequent restart of the device. Since the product was not made available for investigation, the complaint error could neither be confirmed nor denied. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf unit "esg-400" displayed error code e433. The issue occurred during maintenance. There were no reports of patient harm.